Manufacturer narrative:
Upon inspection, the technician found that the head up button was stuck causing the issue. Per the service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. The field service technician replaced the patient control board assembly to resolve the alleged issue. The technician performed a functional test per the service manual to verify the bed functioned as designed. Based on this information no further actions are required at this time.

Event description:
The customer alleged the head articulation was coming up on its own. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The totalcare® bed system is intended to provide a patient support ideally suited to be used in health care environments. The totalcare® bed system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The totalcare® bed system is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. Investigation into the reported event is ongoing, pending inspection results from the facility. All relevant information received will be submitted in a supplemental report.

Event description:
The customer alleged the head articulation was coming up on its own. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref #(B)(4).